Manufacturer narrative:
Two used cartridges were returned with open pouches for the lot. The cartridges were labeled 1-2 for evaluation purposes. Used cartridge #1: the cartridge was microscopically examined. Viscoelastic was observed in the cartridge. The cartridge has evidence it was placed into a handpiece. No damage observed. Used cartridge #2: the cartridge was microscopically examined. Viscoelastic was observed in the cartridge. The cartridge has evidence it was placed into a handpiece. No damage observed. The two cartridges were cleaned for further evaluation. Top coat due stain testing was conducted with acceptable results for the presence of top coat. Cartridge #2 had internal damage to the upper nozzle area (scrape mark). Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece and viscoelastic were indicated. The lens model was not provided. It is unknown if a qualified product was used. There have been one other complaints reported in the lot number. The root cause for the reported scratched iol could not be determined. The lens remains implanted. Two used cartridges were returned. One cartridge was not damaged. The second cartridge was damaged in the nozzle (upper area). This damage may indicate a lens/plunger out of position. Top coat dye stain testing was acceptable for the presence of top coat. The lens model/diopter being used was not provided. It is unknown if a qualified product was used. Per the dfu: the company delivery system/injector is for implantation of company qualified foldable iols. No unqualified lenses should be used with the company delivery system/injector. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported on behalf of a surgeon; there was a small line scratched on the periphery of the intraocular lens (iol) after implantation. The surgeon left the iol in the eye since the scratch would not be in the patient's visual axis. There was no reported patient harm.